Event description:
A report was received that the charge on the ipg would only last 10-18 hours after it was fully charged. A bsn representative analyzed the ipg database and discovered that the ipg was exhibiting premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and the patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the charge on the ipg would only last 10-18 hours after it was fully charged. A bsn representative analyzed the ipg database and discovered that the ipg was exhibiting premature battery depletion. The patient will undergo an ipg replacement.